Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator lock was failed and unable to recover. The patient specific medications being unavailable due to locking mechanism failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.